Event description:
Philips received a complaint on the avalon us transducer indicating that the system continues to show too high values for fetal heart rates 180bpm". The device was in clinical use at the time of the event and no adverse event occurred.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a design defect in the transducer's firmware (fw). Philips investigation determined this issue is caused by changes implemented under an engineering change released may 25,2023. These changes updated the ultrasound t=transducer with a new central processing unit (cpu) board and firmware in response to a shortage of multiple components. Due to a chip shortage situation, a hardware (hw)/software (sw) design change was required, which introduced a performance issue to the fetal heart rate (fhr) measurement of wired ultrasound (us) transducers. The need for subtle adjustments of the transmit/receive time windows in us measurements unexpectedly introduced interference with adjacent transducers (twin/triplet use cases) by generating measurable artificial rhythmic signals that can be interpreted as actual physiological signals (fetal heart beats). This investigation determined that the new firmware (453564254621-s-fw-01, rev l.01.04) which is designed for all avalon transducers, shows an unexpected issue for the ultrasound transducer (867246). When monitoring multiples (twins or triplets), the wired avalon ultrasound transducers (product no. 867246) have a tendency to produce an artificial fetal heart rate (fhr) instead of fhr gaps, mostly at approximately 180 bpm, in situations where the physiological signal (echo from pulsating fetal heart) is absent or very weak. A field change order (fco) was implemented on (insert date if applicable of implantation of fco) to update the transducer firmware.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer onsite to evaluate the device in question. The rse indicated during an evaluation of the system asked the customer if they had access to the fetal monitor to review configuration settings and stated they did not have access. The rse stated based on the explanation from the customer, the rse suspected that they may have trace separation on by default in classic mode which increases fhr1 by 20 bpm when the fhr2 ultrasound was plugged in. Rse recommended that the customer check the fetal monitor configuration recorder settings. Rse provided documentation related to twin monitoring and fetal trace separation. The customer sent a follow up email to the rse indicating that case was resolved. The device was operational after instructions were provided by rse were completed.

Event description:
The customer reported that the fetal heart rate obtained with the avalon us transducer was incorrect when measuring twins. The device was in use on patient at time of event, there was no adverse event reported.